Manufacturer narrative:
(B)(4). Implant date occurred between (B)(6) 2019-(B)(6) 2019. Medical product: articular surface mc left 10 mm height: catalog#42512100810, lot#64237120; femur trabecular metal cr narrow porous: catalog#42502206601, lot#63685612; nexgen complete knee solution, tm standard primary patella: catalog#00587806532, lot#64097505. A visual inspection of the item could not be performed as no product was returned nor were pictures provided. DHR was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: limited obliquity of the femoral and tibial component on the ap film; no radiolucency along the patellar component; no fracture; possible narrowing of the lateral component could indicate underlying polyethylene wear; no definite evidence for loosening; normal sizing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left knee revision approximately three years post implantation due to reported pain in tibia and suspected loosening of the tibia. Tibial component and articular surface were exchanged without complication. Attempts were made and no further information was provided.